Event description:
It was reported that a vns patient was referred to see their surgeon for generator replacement as they were having an increase in seizures. It is unknown if this increase was above or below their prevns rate. No further information has been received at this time.

Event description:
The patient had generator replacement surgery. Good faith attempts will be made for product return.

Event description:
The explanted generator was discarded therefore will not be returned for analysis.